Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high shock impedance measurements while implanted. No values were observed to be out of range. The patient reportedly experienced a hematoma in the past which required surgical intervention to drain blood from the pocket. No changes have been made and the s-ICD remains in service. No additional adverse patient effects were reported.